Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. Computed tomography (CT)-to-body divergence is not a malfunction, but rather a common occurrence encountered with all navigational bronchoscopy technologies that require a CT scan as input, especially in the periphery. Because the patient must breathe during a procedure, the lungs are constantly moving, while the navigational view is based on a CT scan where the patient is holding their breath. The user correctly relied on real-time fluoroscopy for information about distance to anatomy border. .

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The target nodule was located in the left upper lung, approximately 2 cm from the pleural lining. The initial size of the pneumothorax measured 2¿3 cm and was believed to increase in size over time, based on greater pleural separation observed under fluoroscopy. While intubated, the patient required increased oxygen supplementation and titration of positive end expiratory pressure (peep). Post anesthesia, the patient experienced mild pleuritic pain without dyspnea. The plan was to monitor the patient for 48 hours. At follow-up, the patient was in a general medical unit, on room air, with stable vital signs, and well-controlled pain. Follow-up chest x-ray showed improvement. If an air leak persisted, the physician planned to place a heimlich valve and arrange follow-up for removal. The physician identified a contributing factor to the event: due to CT to body divergence, while approaching the target lesion, while approaching the target lesion, the navigational path switched between two adjacent airways, causing the predicted distance to the lesion and pleura to toggle between two values. As a result, the physician relied on real-time fluoroscopy as a backup for tool deployment. Although the physician assumed responsibility for tracking catheter and instrument position relative to the pleura, they noted the usual benefit of estimated distance to the pleural lining was not available in this instance. The physician reported no malfunction of the ion system, instruments, or accessories related to the event. The pneumothorax and subsequent developments were attributed to CT-to-body divergence, the patient¿s anatomy, and extended airways used in procedural planning. The physician noted that a pneumothorax could have occurred with other modalities.